Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 13sep2017 to assess the instrument test well images in question, which appeared visually positive, with rough buttons and adherence in the wells.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpected negative antibody identification when tested on a galileo echo.